Event description:
An initial event notification was received by united therapeutics drug safety on 25-feb-2026 from accredo health group, inc., and forwarded to millyard advanced medical products, llc on 26-feb-2026. It was reported that remunity pump, (B)(6), was not functioning as expected. The patient also reported that their second remunity pump, (B)(6), was not functioning as expected. Replacement systems were courriered from the specialty pharmacy.

Manufacturer narrative:
Efforts to obtain additional information from accredo health group, inc. Were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medica products, llc for further investigation.